Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows:  medical device lot #:  unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ extension set will not flush. The following information was provided by the initial reporter: extension set will not flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jan-2023. Investigation summary: two samples (model #mp5303-c) were returned by the customer. It was reported by the customer that the extension sets will not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10ml bd syringe and attempted to be flushed with water. The sets were unable to be flushed passed the maxplus connection to the tubing. The sets were examined under magnification where an occlusion can be observed. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the complaint. The root cause for this issue was determined to be an inadequate use of the air fixture. This fixture ensures that there is no occlusion. A quality alert was generated to indicate the correct amount of bonding solvent is applied and to indicate the correct time of the sweep operation. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5303-c lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxplus¿ extension set will not flush. The following information was provided by the initial reporter: extension set will not flush.